Event description:
The customer reported to olympus the hd 3cmos camera head, had e226 scope communication error. There was no delay in the diagnostic procedure. The event occurred during the preparation for use. The same device was used to complete the procedure. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The subject device was received at an olympus service center for evaluation. During inspection and testing, it was found that the camera was in poor condition, the cable was kinked, and the coupler was rusted. The customer's reported e226 scope communication error could not be reproduced or confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, cable buckling was observed. It was found that partial cable disconnection occurred due to cable buckling. Therefore, it was determined that partial cable disconnection resulted in video function and caused the indicated phenomenon [e226 (scope communication error)] to occur. It was recommended to replace the kinked cable and the rusted coupler, adjustments to be completed, as well as perform a full inspection and an electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.